Event description:
The pt became ischemic as the physician made multiple attempts to cross the target lesion site in a calcified and tortuous proximal circumflex artery with a coronary stent with delivery system. The lesion was not redilated. The ccl technician inadvertently retracted the protective sheath and an add'l attempt to cross the lesion was unsuccessful. During withdrawal of the delivery system, the stent embolized in the left main coronary artery. An add'l catheter was used to engage the stent to withdraw it out of the left main and into the pt's aorta. An add'l guidewire was used to secure the stent for withdrawal to the vascular access site where it was surgically removed. The target lesion site was treated with balloon angioplasty a few days later. There were no add'l clinical sequelae reported relative to the event.